Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019 with blood glucose of unknown. The customer's current blood glucose is 390 mg/dl. The customer did experienced the symptoms such as pain, nausea, abdominal pain, very tired and thirsty. The customer was treated by needles and insulin. Troubleshooting was done for high blood glucose and under delivery. Customer was treated with insulin drip and fluids in hospital. The customer was wearing the insulin pump during the hospitalization. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.